Event description:
A malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and arrangements were made for the return of the problematic device.